Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka) and dehydration on (B)(6) 2025. The patient's blood glucose levels reached 375 mg/dl while wearing the pod between 49 and 71 hours. The patient mentioned using the pod in automated mode for 48 hours. Symptoms reported include thirst, "bad taste in the mouth", nausea, and dehydration. The patient was treated with intravenous "basic solution" fluids and 2 shots of insulin. The pod was removed at the hospital and discarded. The patient was released the same day (5 hours after).